Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 594 mg/dl with symptoms of thirst, urination, nausea, dehydration, and vomiting. The patient had remained on the pump at the time of the call. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter alleged that there had been multiple loss of prime warnings which caused a delay in insulin delivery. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of repeated loss of prime warnings.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/24/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the black box shows a loss of prime warning associated with a low non-zero force on (B)(6) 2017 at 15:19; deliveries resumed at 15:20. Loss of prime warning with a low non-zero force (B)(6)2017 18:52; deliveries resumed at 18:58. A loss of prime warning with a low non-zero force on (B)(6) 2017 at 22:46; deliveries resumed at 23:25. Additional loss of prime warnings associated with a low non-zero force were also observed in the black box on (B)(6) 2017. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The force sensor calibration was found to be within specification. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.